Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device pxl 161407. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
In 2008, the patient was implanted with four gore excluder aaa endoprostheses. During this procedure, the patient's left hypogastric artery was coil embolized and the device system was extended due to an aneurismal common iliac artery. Three months later, computed tomography showed a type iii endoleak. It was noted that the iliac extender component had disconnected from the distal end of the trunk ipsilateral leg component. The next day, a reintervention took place using a contralateral leg component to overlap and bridge the gap between the separated devices. The endoleak was resolved.